Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to ascertain the cause of the issue. They found that the mix paddle in the ise (ion selective electrode) unit was malfunctioning as it was loose and wobbling. The fse replaced the mix paddle and returned the system to full functionality.

Event description:
On the (B)(6) 2015 a customer in (B)(6) reported to beckman coulter the generation of high ise (ion selective electrode) patient results on their au5800. The results were not released outside the lab. There was no change to patient treatment. Qc results were within specification before testing.